Event description:
It was reported that the atrial lead had an apparent fracture. The impedance was greater than 3000 ohms and fluctuated between 3000 and 600 ohms. The patient was scheduled for a device and lead replacement and during the procedure, the atrial lead was tested unipolar and had a threshold of 2.0v at 0.5 ms and impedance measured 516 ohms. The lead was tested bipolar and it had high impedance and no capture. The device was replaced and the existing atrial lead was hooked up to the new device with the device pacing and sensing unipolar. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected adverse event. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Subthreshold lead impedance patient alert is observed on (B)(6) 2010 for atrial impedance higher than 3000 ohms. This is also easily observed in the weekly pace lead impedance trend charts beginning the week of (B)(6) 2010.